Manufacturer narrative:
The event took place in (B)(6). No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. In case the device is not sent back to pajunk for eval, we consider this file as closed.

Event description:
Event took place in (B)(6). On a section caesarea, a spinal anaesthesia should be applied. The pt was treated with a 29g x 90mm cannula. The intern tried to apply and recognized the cannula was too short. Upon drawing back the cannula he noticed the tip ws missing. Deputy proceeded using a 29g x 150mm cannula, upright sitting pt. Procedure accomplished successfully. Afterwards the neurosurgeon removed the cannula tip from the pts back. Pt is doing well.